Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. No device sample is expected. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the suture sheared at the junction of needle to suture. The needle remained in the carrier partially visible and angled upwards. The patient's condition was reported as fine.